Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased white blood count (wbc) and neutrophil absolute count generated from alinity hq processing module for one patient. The results provided were: on (B)(6) 2024, sid: (B)(6), wbc=4.12 10e9/l /repeated on alinity (B)(6) =7.3 10e9/l; neutrophil absolute=0.336 10e9/l /repeated on alinity (B)(6) =3.78 10e9/l there was no reported impact to patient management.

Manufacturer narrative:
A review of product historical data for any trends and all customer complaints received for this issue did not identify any trends or increase in complaint activity. Return testing was not completed as returns were not available. Review of the data confirmed falsely decreased wbc and neu results were generated in the initial run with var lym flagging. Complaint ticket notes also stated that the complaint issue was resolved after cleaning the instrument with ise, a type of cleaning solution. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the available information no product deficiency of the alinity hq processing module, serial number (B)(6), was identified.

Event description:
The customer observed falsely decreased white blood count (wbc) and neutrophil absolute count generated from alinity hq processing module for one patient. The results provided were: on (B)(6) 2024, sid (B)(6), wbc=4.12 10e9/l /repeated on alinity (B)(6) =7.3 10e9/l; neutrophil absolute=0.336 10e9/l /repeated on alinity (B)(6) =3.78 10e9/l there was no reported impact to patient management.